Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 167 ohms. Technical services (ts) reviewed and stated that there was a gradual increase in impedance measurements that had risen rapidly, especially in the last year. Ts recommended lead revision. The lead currently remains in service. No adverse patient effects were reported.